Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that a falsely elevated sodium (na) result was obtained on a dimension vista 500 instrument. The customer indicated that quality controls (qc) were within acceptable ranges at the time of the event. Siemens dispatched a siemens customer service engineer (cse) to the customer's location. The cse tested the integrated multisensor technology (imt) mixer which was acceptable. The imt rotary valve was replaced 2 times and would not align. The seals and fittings in the imt rotary valve were repaired. Imt calibration was performed and was acceptable. The cse ran diluent check, which passed. The cse also ran a precision study using quality control (qc) and patient samples, which recovered acceptably. The results were within range. No discordant sodium (na) results were observed after the service was completed. The malfunctioned imt rotary valve potentially contributed to the falsely elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated sodium (na) result was obtained on a patient sample from a dimension vista 500 instrument. The discordant result was reported to the physician(s). A few days later, the patient sample was repeated on the same instrument, recovering lower. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.